Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the sonicbeat's insulation tissue pad fell off into the patient anatomy during a therapeutic appendectomy. The procedure was prolonged for less than 30 minutes while the tissue pad was removed. The procedure was completed with the same device. There was no patient injury or medical intervention associated with this event.